Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MFR report #: 2134265-2009-06482. It was reported that prior to a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. During preparation, the rotational speed of the rotalink plus was set at optimum speed. Upon attempting to perform the rotational test outside the patent, the rotablator guide wire broke. Continuous flow of pressurized normal saline was maintained. No kinks were noted on the rotawire. The procedure was successfully completed with another of the same device. The device had no contact with the patient.